Event description:
It was reported that the patient presented for a generator change out procedure. During the procedure, a small plastic part of insulation of the right ventricle lead came off. The right ventricle lead was capped and replaced during the same procedure on (B)(6) 2022. Patient was stable.